Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2026. During the surgery, cement leaked from the lid while the cement was being mixed. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vertecem v+ cement kit was observed with evidence of hardened cement in the stop cock, over the threaded ca and between threaded cap and threaded cartridge. A complete potential cause cannot be determined with the evidence provided. Retain test was unable to performed as the lot number was not provided. Properly handling and attention to the approved use of the device diminishes the risk of failure. Per the surgical technique guide vertecem v+ se_840448 rev. Aa cement handling prepare cement: hold the vertecem v+ cement kit upright and gently tap with the finger tip at the top of the mixing device in order to ensure no cement powder sticks to the cartridge and transportation lid. Precaution: during preparation, mixing and injection, always hold the mixing device by gripping the blue tube section located directly below the transparent cartridge. If the transparent part is held, the body heat provided by the users hand might speed up polymerisation and decrease the working time of the cement. Open the glass ampoule by breaking off its neck with the plastic cap. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid. Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Grip the mixer by the blue tube section. Start mixing the vertecem v+ cement by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement combined. Once properly mixed, the blue handle must be left in its outmost position. Fill injection syringes: once cement has been mixed, remove the sealing plug and connect the stop cock. Use the side without the funnel when connecting the stop-cock to the mixer. The handle in the initial position is turned 90° away from the mixer and the ¿off¿ sign is on the opposite side from the funnel. Precaution: ensure a tight fit between the stop-cock and mixing device, but avoid breakage of the stopcock due to the application of excessive torque first, the air has to be removed from the system. Hold the cement mixer in a vertical position and gently turn its handle clockwise. Turn the handle clockwise to extrude cement from the mixer. Precaution: do not push the handle. You will see the piston of the mixer advancing in the translucent cartridge and a steady flow of cement moving into the stop-cock. As soon as the cement is visible at the funnel end of the stop-cock, close the stop-cock by turning the handle (¿off¿) toward the mixer (90°). Attach a syringe to the stop-cock (funnel side). It is suggested to use the 2ml syringes first. Open the stop-cock by turning the handle (90° turn), back to its original position. Use slow, controlled turning movements on the mixer handle to fill the syringe. As soon as the syringe is filled turn the valve of the stop-cock again (90°) towards the mixer. The ¿off¿ sign is directed toward the mixer, stopping the cement flow. To transfer cement, simply rotate the handle. Precaution: do not push. Disconnect the full syringe and attach the next one. Continue until all syringes are filled. Always fill all syringes directly after mixing. A dimensional inspection for the vertecem v+ cement kit was not performed as it is not applicable to the complaint condition. A fuctional test was unable to performed due to condition of the received device. The overall complaint was confirmed as the observed condition of the vertecem v+ cement kit would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.